Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that all the keypad buttons were either sticking and/or unresponsive when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed intermittent responses to button presses on all keypad buttons. Multiple button presses were required before the buttons would engage. The buttons did not have normal spring back or click and there was evidence of adhesive/contamination found under all key contacts when the keypad was removed. It was also observed that the button contacts on the up, down and ok buttons were misaligned.